Manufacturer narrative:
The pump was returned for evaluation. The cause of the bleed was not determined, as it occurred at a non-impella site, and no abnormalities related to the bleed were observed in physical product investigation. The cause of the positioning issue was a catheter kink, which was observed in physical product investigation. The cause of the pump suction was most likely patient related, as the patient required ECMO support and data logs indicate poor patient condition shown by the downward trend in placement signal and low pulsatility. The product was returned for investigation, and there was a catheter kink where the catheter lock had been positioned over. The cause of the catheter kink was not determined due to insufficient clinical details. The pump passed all post sterile inspection criteria.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported that suction alarms, gastrointestinal (gi) bleeding, and positioning issues were encountered during impella 5.5 support. After five days of support, heparin was stopped overnight due to concerns for gi bleeding. A few days later, suction alarms occurred when attempting to increase the flow. The patient was transfused one unit of packed red blood cells. Additionally, there was a problem repositioning the catheter through the blue suture hub. The impella catheter was unable to be advanced through suture hub, however, the repositioning button was still functional and capable of being depressed. Later, the patient was successfully weaned from the pump and survived.